Manufacturer narrative:
This lead was explanted on (B)(6) 2020 and was returned. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection as well as an inspection of the provided data and fluoroscopic images. The analysis of the provided trend data, recorded between (B)(6) 2019 and (B)(6) 2020 confirmed the out of range shock impedance, which was initially recorded at 90 ohms, before it abruptly rose to greater than 150 ohms in the end of the recorded period. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 8.5cm proximal to the lead tip the outer insulation and the conductor cable leading to the rv shock coil were found abraded through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The analysis of the provided diagnostic images could not exclude an interaction with a nearby partner electrode. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 23 months, it was reported that during a home monitoring follow-up a message of an out of range shock impedance appeared.